Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site. Subsequently, oral and topical antibiotics were prescribed (date not reported). The implanted device remains.